Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4: batch # 856c70. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, it was noticed that the knife could not returned after firing. Upon evaluation, one section of the pcb board was noted to be non-functional. In addition, the device was tested for functionality in the straight position with the returned reload. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the pcb board to be damaged. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the staple line and cut line were complete and the staples meet the staple release criteria noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 856c70, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)?: no. How was the bleeding controlled?: unknown. How much blood was lost (ml)?: unknown. Not much. Did the patient require a transfusion?: no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?: no.

Event description:
It was reported that during the unk surgery, after fired, the staple line and cut line are both complete. Noted oozing. Used suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.